Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that there were no problems after the scan was complete. The issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that yesterday the patient had an MRI of the head and during the MRI patient was having so much pain in the bladder, butt, vaginal area and leg was shaking and felt a strong painful vibration sensation. Patient was very scared and was shocked as to what was happening. Patient indicated the MRI center called to confirm they were eligible to have an MRI and they used a "three point something" tesla strength. Patient never activated MRI mode or turned therapy off prior to undergoing the MRI. The painful sensation only occurred during the scan. Asked patient if they have noticed any changes to therapeutic effect and patient indicated they are not sure yet as the scan was only yesterday. The patient was redirected to their healthcare provider to further address the issue. Reviewed possible risks of MRI and that patient may have experienced overstimulation due to not turning therapy off. Recommended patient monitor therapeutic effect and if any changes occur they should notify managing physician.